Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 26 in the mouth, the implant did not achieve osseointegration in type ii bone. The implant was too wide. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 26 in the mouth, the implant did not achieve osseointegration in type ii bone. The implant was too wide. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).